Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a collimator was adjusted to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not fully boot due to a collimator error. Rebooting the system did not resolve the issue. Issue occurred when setting up the system. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: correct manufacture date and UDI number (B)(4) received.